Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. "User facility rep stated that the alarm silence button is on all the time. After turning unit off and on, the alarm silence stays silent for at least 2 mins now, which should be only 45 seconds. He stated that the alarm silence button seems fine, it's not "sticking" or anything like that. Suggested that he replace the alarm board."

Manufacturer narrative:
The cardinal health tech support specialist in conjunction with the user facility rep determined that the most likely root cause of the reported event was a faulty alarm board assembly. The user facility was shipped a replacement alarm board assembly to repair the device and return it to svc. Cardinal health issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty alarm board assembly for eval. As of the date of this report the alleged faulty alarm board assembly has not been received.